Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient stated that their device was not working properly. The patient reported that were not able to charge their ins since last week. The patient reported that no coupling boxes were shaded, and they couldn¿t get the thunder bolt icon on the screen. The patient reported that they hadn¿t been able to charge the ins to full since implant. The patient ensured that the belt was positioned properly and turned the antenna dial through all four positions. The patient synced the controller with the ins. The issue was resolved, and the patient got 6 ¿ 8 coupling bars. The patient was re-educated on how to recharge the ins. No symptoms or complications were reported. Additional information was reported that the patient reports is takes 8 plus hours to charge it, he has to lay on his ins in order to get some boxes shaded, which is painful. The patient said that he has had this issue since the implant and sometimes he is just not able to get any bars shaded. While on the call the patient was assisted in using the antenna locate feature which resolved the inability to get coupling boxes. The patient noted that their ins appear that two sides are more visible (tilted ins). The patient was also ordered adhesive discs to help with the recharging. No further information was reported.